Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that within the last month they are feeling vibration in the left side of their abdomen that comes and goes and this sometimes causes a sharp pain. Pt said that their implant, when they charge the implant, does help with their back. Pt said that over a year ago they fell and their leads dislodged and they were wondering if that was causing the issue. The patient was redirected to their healthcare provider to further address the issue. Pt said that they have an appointment for their neck scheduled for monday, (B)(6) 2022 with a neurologist for their neck. Pt was wondering if a manufacturer representative (rep) could meet with them at that time.  The pt was redirected to see their doctor.  The field reps were made aware of the pts request for a rep to be at the (B)(6) 2022 appointment.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead, product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 22-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they found out the leads dislodged a few weeks before a MRI in sep-2019. Nothing further was done about the leads. The patient noted the pain and vibrations come and go, it wasn¿t constant.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.